Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure it was reported that the device button got stucked and unable to obtain the sample. No coaxial needle was used. The procedure was completed by using another device. There was no patient reported injury

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that the three maxcore device which is in initial position. No other anomalies noted. Therefore, based on the photo review, the reported failures cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to obtain sample and failure to fire as no objective evidence was shown in the provided photo to support the failure. A definitive root cause for the failure to fire and failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using maxcore device. During the procedure it was reported that the device button got stucked and unable to obtain the sample. No coaxial needle was used and the procedure was completed by using another device. There was no patient reported injury.